Event description:
Port-a-cath was being accessed for pt's last chemo treatment. Unable to aspirate blood, so (B)(4) study done which showed fracture of distal portion of catheter with catheter fragment in right ventricle of heart.